Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0546440v, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Correction: the information regarding the patient having a permanent implant put in after the trial and the doctor¿s office having a mat with an electronic identifier in it causing the high impedances does not pertain to this event.

Event description:
It was reported that impedances were run on the new implantable neurostimulator (ins) during a device replacement and the 0 contact with all its combinations was greater than 4000 ohms. Six days later, it was reported that impedance measurements remained high with contact 0, the cause of high impedances was not determined, and the manufacturer representative programmed around electrode 0. It was reported that the patient was doing well after surgery and was feeling stimulation where she was supposed to. See MFR. Report 3004209178-2014-05303 for additional information regarding the device replacement procedure.

Event description:
Additional information received reported that a patient was having a permanent implant put in after a trial and the doctor¿s office had a mat with an electronic identifier in it. It was noted that the mat was underneath the operating table and they were getting high impedances on all contacts until the mat was turned off. It was reported that once the mat was turned off, they were only getting high impedances with the 0 electrode. The cause of high impedance with electrode 0 was not determined and they programmed around the 0 electrode. It was reported that the patient was happy with therapy and was feeling stimulation where they were supposed to.